Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a patient sample yielded a false negative result with biotest cell-p3 on tango optimo #9142400349. Two other tango optimo instruments yielded a positive result with this sample. The customer did neither return the supposedly defective product nor the patient samples that had caused false negative test results. Therefore our quality control laboratory tested their biotest cell-p3 retention sample with different antibodies and controls (including anti-d,-c,-e,-fya,-jka, k). Additional a titration of solidscreen ii control (anti-d) was performed. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the correct functionality of the allegedly defective lot of biotest cell-p3. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was confirmed to run within specifications. The log files did not show any issue relevant abnormalities on the dates of testing. But it was recognized that the sample was first loaded on this instrument at 10:31 on (B)(6) 2017 indicating the same sample tube was loaded -other than reported- three times on the instrument. Then an active rack was removed from the instrument, which is not allowed.